Event description:
During a routine circumcision, after the clamp was applied and the foreskin removed, the entire gomco clamp unexpectedly detached from the penis. Immediate bleeding occurred and did not resolve with direct pressure. Surgicel was applied, resulting in effective hemostasis. Estimated blood loss was approximately 3-4 ml, and no further bleeding was observed.

Manufacturer narrative:
During a routine circumcision, after the clamp was applied and the foreskin removed, the entire gomco clamp unexpectedly detached from the penis. Immediate bleeding occurred and did not resolve with direct pressure. Surgicel was applied, resulting in effective hemostasis. Estimated blood loss was approximately 3-4 ml, and no further bleeding was observed. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.